Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and confirmed that there was a hole in the hose of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mishandling of the device by allowing the cord to come in contact with sharp object which punctured the hose. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The evaluation was correction. (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all visual and functional assessments. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that there was a ¿hole in the hose¿ of the motor device. There were no delays in the surgical procedure reported. A spare device was not available. There were no injuries or medical intervention. The event date is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.